Event description:
It was reported that pump displayed cartridge alarm 6, and alarm recurred even after customer loaded new cartridge as instructed. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump and cartridge, confirmed shipping details, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, with customer agreeing to return problematic pump using provided pre-paid label within 10 days.